Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 590, 285 mg/dl. Tests were done within 10 minutes with a difference any adverse events. No further information has been reported.